Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports that pt/inr cartridges lot c13141 are displaying quality check code 31 on patient samples. There was no patient information available at the time of this report. On (B)(6) 2013, the outcome of the investigation resulted in a deficiency identified through return product testing. A high rate of quality check code 31 was observed in return product testing that was not reproduced in retains testing. Apoc believes that the high rate observed could potentially result in a significant delay. Exception report (B)(4) has been initiated to further investigate internally. The reported lot (c13141) is also associated with apoc product action number: (B)(4). Based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on 11/05/2013 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.